Event description:
The level 1 h-1200 fluid warmer with h-30 air detector was brought to clinical engineering for repair. The air detector had a broken clamp. We contacted smiths medical to order the repair part. As a result of our request we received the advisory notice dated november 7, 2005 via a fax. This is not the first clamp failure reported to smiths medical since our original purchase 4/22/2004. We are still waiting for the replacement clamp and label. On november 28, 2005 we received the first formal notice for this advisory. This seems to be an ongoing problem.